Event description:
This report is being filed after the subsequent review of the following journal article: ¿vertebral body split fracture after a single-level cervical total disc replacement.¿ the objective of the report is to provide practical information related to the use of central keel-design prostheses. This case report discusses a (B)(6) male patient with numbness in his shoulders and arms bilaterally, the right side worse than the left. The patient underwent single-level prodisc-c cervical total disc replacement at c5-6 without any intraoperative problem. On post-operative day 3, a radiograph demonstrated a vertical split fracture of the c-5 vertebra. The fracture was managed conservatively- the patient was put in a miami-j collar for 3 months, in addition to taking subcutaneous injections of forteo, 20ug per day for 6 months. Two years post-operatively a follow-up computed tomography (CT) scan demonstrated stable device position and fusion of the fracture. (B)(4) is for 1 unknown prodisc-c implant for the fractured vertebra. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Date of event not listed. This report is for 1 unknown prodisc-c implant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.